Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) was hospitalized after receiving 7 shocks. Upon review, a code 1005 was observed which is indicative of an open circuit condition was detected during shock delivery. Shock impedance measurements were noted to have previously been high, now greater than 145 ohms. This rv lead was surgically abandoned and ICD explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) was hospitalized after receiving 7 shocks. Upon review, a code 1005 was observed which is indicative of an open circuit condition was detected during shock delivery. Shock impedance measurements were noted to have previously been high, now greater than 145 ohms. This rv lead was surgically abandoned and ICD explanted. No additional adverse patient effects were reported. Additional information was received that this rv lead was explanted due to infection. No additional adverse patient effects were reported.